Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic surgery for lung cancer, when cutting off lung tissue, the device did not fire. Both the handle and reload were replaced to complete the case and resolve the issue. There was no patient injury.